Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for heartmate 3 lvas (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06oct2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), document, rev. C, is currently available. Section 1 of this document lists cardiac arrhythmia and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had cardiac arrhythmia. Telemetry showed atrial tachycardia with rates in the 120s bpm on (B)(6) 2021. The arrhythmia was converted with intravenous amiodarone, and the patient was started on amiodarone to be taken orally. Additional information reported that the patient was in atrial fibrillation on (B)(6) 2021 with heartrate in the 120s bpm. Their amiodarone dosage was increased. It was reported that the patient's arrhythmia resolved without sequelae on (B)(6) 2021. Additional information communicated that the patient was experiencing respiratory failure starting on (B)(6) 2021. The patient had complained on shortness of breath and chest tightness. On (B)(6) 2021, an echo revealed pleural effusion. The patient underwent a thoracentesis procedure, which removed 1 liter of fluid. The patient's respiratory failure reportedly resolved without sequelae on (B)(6) 2021.